Event description:
A malfunction alarm was reported with code malf 12. There was no reported impact to the customer¿s blood glucose level. The customer was provided with pump reset information and assisted in resetting the pump by technical support. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if any issues arose again.